Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and kidney infection ('infection (other) describe: kidney') in a 32-year-old female patient who had essure (batch no. D13886-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included heart attack, endometriosis and ovarian cyst. Previously administered products included for birth control: nuva ring from 2011 to 23-dec-2015. Concurrent conditions included type I diabetes mellitus since 1994, flu and diabetic ketoacidosis. Concomitant products included alprazolam (xanax) from 2014 to 2017, atorvastatin calcium (lipitor) since 2014 to february 2018, insulin since 2014, lamotrigine (lamictal) since 2014 to february 2018, metoprolol tartrate since 2014 to february 2018, oral contraceptive nos from august 2018 to november 2018, ramipril since 2014 to february 2018 and ticagrelor (brilinta) since 2014 to february 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and dysmenorrhea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced cyst rupture ("other injury(ies) or complication(s) please describe: ruptured cysts"). On (B)(6) 2018, the patient experienced kidney infection (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain sporadic"), pain menstrual ("lower abdominal region pain constant during menstrual cycle") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopy/bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, kidney infection, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, dysmenorrhea, cyst rupture, back pain, pain menstrual and pelvic discomfort outcome was unknown. The reporter considered anxiety, back pain, cyst rupture, depression, dysmenorrhea, heavy menstrual bleeding, kidney infection, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and pain menstrual to be related to essure. The reporter commented: coils seen: left-3, right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: the specimen consists of four portions of fallopian tube tissue. There are two distal. Portions of tube with fimbria attached. Lot number reported d13886 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and kidney infection ('infection (other) describe: kidney') in a (B)(6) year-old female patient who had essure (batch no. D13886-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included heart attack, endometriosis and ovarian cyst. Previously administered products included for birth control: nuva ring from 2011 to (B)(6)2015. Concurrent conditions included type I diabetes mellitus since 1994, flu and diabetic ketoacidosis. Concomitant products included alprazolam (xanax) from 2014 to 2017, atorvastatin calcium (lipitor) since 2014 to (B)(6) 2018, insulin since 2014, lamotrigine (lamictal) since 2014 to (B)(6) 2018, metoprolol tartrate since 2014 to (B)(6) 2018, oral contraceptive nos from (B)(6) 2018 to (B)(6) 2018, ramipril since 2014 to (B)(6) 2018 and ticagrelor (brilinta) since 2014 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and dysmenorrhea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced cyst rupture ("other injury(ies) or complication(s) please describe: ruptured cysts"). On (B)(6) 2018, the patient experienced kidney infection (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain sporadic"), pain menstrual ("lower abdominal region pain constant during menstrual cycle") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopy/bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, kidney infection, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, dysmenorrhea, cyst rupture, back pain, pain menstrual and pelvic discomfort outcome was unknown. The reporter considered anxiety, back pain, cyst rupture, depression, dysmenorrhea, heavy menstrual bleeding, kidney infection, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and pain menstrual to be related to essure. The reporter commented: coils seen: left-3, right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: the specimen consists of four portions of fallopian tube tissue. There are two distal. Portions of tube with fimbria attached. Lot number reported d13886 is not valid concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, patient middle name, medical history, product removal details added. Removal surgery added to event: pelvic pain. Case become serious incident. We received a not lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.